Manufacturer narrative:
(B)(4). The customer complaint could not be confirmed because the affected product was discarded and not returned for failure investigation. The root cause of this failure is not identified.

Event description:
Customer reports maxplus needless connector cracked and leaked while infusing chemotherapy; the pt did not receive all the chemotherapy ordered, and the chemo leaked onto the pt's skin. Customer reports the leaking has occurred "numerous times in the past few months." No pt harm or medical intervention was reported. No further pt/event info was provided.